Manufacturer narrative:
Additional information was received on 23-may-2024 that the patient¿s outcome is recovered/resolved. Additional information was also received on 5-jun-2024, the end date was (B)(6) 2023. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
During a clinical trial sponsored by bwi, a cardiac ablation index procedure was performed for atrial fibrillation (afib) on (B)(6) 2023 under general anesthesia with a qdot-micro, bi-directional, d-f curve, c3, split handle. No device used for esophageal monitoring, on procedure day (B)(6) 2023, patient experienced a stroke categorized as severe and serious defined by a life-threatening illness or injury and in-patient or prolonged hospitalization with admission of (B)(6) 2023 and discharge of (B)(6) 2023. Relationship to study device is not related and relation to primary study procedure is probable relationship to the index procedure. This event is categorized as expected/anticipated. The outcome is recovering/resolving. Intervention of medication. Medical hx: hypertension since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.

Manufacturer narrative:
This report is being submitted late due to a retrospective review of complaints for the qdot micro products. Biosense webster¿s investigation determined that upon approval of qdot in the united states on november 23, 2022, the electronic complaints system was not updated and therefore medical device reports were not submitted in a timely manner. Through biosense webster¿s investigation it was determined that this was an isolated case. An internal action was opened to address this issue. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30891082l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).